Event description:
It was reported that this right ventricular (rv) lead was suspected to be dislodged by the health care professional (hcp). Technical services (ts) performed a remote evaluation and observed low r wave amplitudes and non-physiologic deflections. Also, there was no successful right ventricular automatic threshold (rvat) test since (B)(6) 2026. The system was recently implanted on (B)(6) 2026. It was also reported the patient was admitted to the hospital for chest pains on (B)(6) 2026. The patient was back home at the time of the remote evaluation. Ts recommended bringing the patient into the clinic for a lead evaluation. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.